Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
The subject device was prophylactically explanted following the advisory of the field safety notice on platinium devices released in july 2018. The patient was reportedly pacing-dependent.